Manufacturer narrative:
Evaluation summary: a review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Based on the preliminary investigation findings, there has been no change in criticality for this complaint the manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular les (iol) implant procedure a scratch was seen on the peripheral edge of the iol that he implanted. The surgeon chose to leave the iol implanted due to the scratch location and not being in the visual field. He reported there was no patient harm. The surgeon feels it could be the injector due to the plastic material seen on the iol after implanting. The surgeon was able to remove the plastic material on the iol. Additional information was requested.